Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that made an alarm type sound, without being close to a metal part. It did not perform the coagulation function at any. The device was received and evaluated in juarez laboratory. Visual inspection revealed that the cable is in good condition as well as the connector and pins; and the suction tube shows saline residues. Also, it was observed that the tip and near the ceramic had residues. When performing the functional test, the electrode was connected to the vapr vue test generator, during the ablation, an alarm sounded, and the electrode was not working. Under coagulate function, the electrode worked. The electrode was sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed the device was not returned in the original packaging. The device was in a used condition and the active tip was in a used condition with tissue in and around the active tip. Finally, no visible damage to the device shaft, handle, cable or plug. A DHR review has been performed for lot u2012051; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. The customer stated that the device made an alarm type sound. The device failed the hipot test and when operated on ablate mode, an error of ¿output shorted¿ would appear on the generator, no issues were recorded when using the coag mode. The ¿hipot failure¿ and ¿output shorted¿ error will be due to a direct path being created between the active and return circuits. This can be caused by either insulation damage or insufficient separation due to lack or position of glue. From our investigation we were able to confirm the report "output shorted" fault with the device. The failure observed during the investigation is likely to have been caused by insulation damage or insufficient separation due to lack or position of glue. As detailed in control plan 921015-bc, all c90 electrodes are 100% electrically & functionally tested as part of their product test regime therefore all reasonable containment already established is still in place. A review of our complaint records over the last twelve months for the complaint device product code cp90 without handswitching (228146) shows this defect to be low occurrence. In an effort to further investigate root cause and identify any corrective actions a CAPA investigation CAPA-200006 has been initiated; also, a nc was opened to track this failure with the manufacturer (nr-0169221). At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the vapr coolpulse90 electrode device did not perform the coagulation function at any time and made an alarm type sound, without being close to a metal part. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.